Event description:
Pt to ER for ob related abdominal pain. Ultrasound ordered and foley catheter placed. At time of discharge from the emergency dept, attempts made to deflate balloon in catheter were unsuccessful using various recommended techniques per MFR. Pt referred to urologist who was unable to remove catheter. Pt then directed to return to the ER for imaging of catheter. ER dr attempted removal using guidewire as per MFR specs to rupture balloon with success.